Manufacturer narrative:
(B)(4). Batch#: unk. Additional information received: two photos were received for review. Both photos show two surgical devices. Due to the quality of the photos provided, the clip is not clear enough in the photo to determine its condition. Based on the photo reviews, the event described could not be confirmed. Attempts are being made to obtain the following information: please confirm the lot number of the device. To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not closing fully during firing. The doctor completed surgery using another same like product. No adverse patient event was reported.

Manufacturer narrative:
(B)(4). H2: additional information received: additional information was requested and the following was obtained: "yes, lot number is r41209." A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.